Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and was found floating in the right ventricle. Upon the ra lead revision, it was noted that the lead helix would not fully retract back into the lead body. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.